Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 handpiece emitted a solid tone from the very beginning. It was replaced with another and the case was completed with no consequence to the pt.